Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus. The customer's blood glucose reading was 400 mg/dl at the time of incident. The customer indicated that the site is changed every 2 to 3 days. Troubleshooting advised customer to change the entire set, try a different site and treat per their doctor's instruction. Customer indicated that they will monitor the site and pump and call back if necessary. The customer also indicated that they will call back to troubleshoot their high blood glucose.